Event description:
It was originally reported that the pt experienced a loss of therapeutic effect when the stimulation was turned on. Add'l info was rec'd and the pt visited his doctor about this event. His pt programmer was replaced and had surgery on (B)(6) 2010 to fix the problem with his device system. He was still having problems with his device. Add'l info has been requested.

Manufacturer narrative:
(B)(4).